Event description:
Customer reported the pillow speaker started to smoke and then the headwall unit began to smoke. Somke detectors did not activate and fire department was not called. No adverse outcome to patients.